Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported the patient had a pocket revision on (B)(6) 2016 due to the implantable neurostimulator moving around in the pocket. No medical symptoms were reported and the patient recovered completely. The patient was indicated for gastr ointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.